Event description:
Additional information received from the patient reported that they had chronic migraines 24/7 and complications from cervical degenerate osteoarthritis. This led to the patient¿s stimulator battery depleting faster. The poor coupling was caused by the patient trying to use the belt and recharger and perform activities simultaneously. The issues were resolved by the patient sitting or laying very quietly while charging and following the troubleshooting advice provided. It was noted that a surgery was going to be performed to resolve the increased headaches that involved the stabilization of their cervical degenerative arthritis. The patient was also going to take pain medications.

Manufacturer narrative:
Concomitant medical product: product ID: 37791, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the implantable neurostimulator (ins) battery was depleting faster since (B)(6) 2015: it was ¿sucking up batteries from the stimulator like crazy.¿ it was also reported that the patient was experiencing headaches; this was considered a gradual change in therapy/symptoms. The headaches were increasing because of new cervical pain; three discs had shifted nine months ago ((B)(6) 2015). The patient had to charge more every four to five days. It was initially reported that program d was added in (B)(6) 2015; however it was also reported program d was added a couple of months prior to (B)(6) 2016. Program d was supposed to give the patient better coverage of her whole head (top and bottom) and of part of her neck, and she was programed a couple months ago. The patient stated both ¿yes it is helping¿ and ¿no it is not helping.¿ it was clarified that program d was helping with a certain amount of head and neck pain, however some of the pain could not be controlled because part of the pain and headaches were not caused by migraines. It had to do with the cervical situation and the patient was having surgery in a few weeks to correct it. The patient¿s programs a, b, and c started to not help with her migraine-type headaches ¿that did not respond with stimulation.¿ it was noted that the migraine-type headaches were ¿associated with spondylosis or arthritis.¿ it was further reported that the patient was having trouble trying to recharge the ins and she was not getting all the boxes. On (B)(6) 2016, it took five hours to recharge and she only got a small amount of charge on the ins. The patient mentioned she was moving and cleaning when recharging; it was reviewed that the patient should sit while recharging the ins. It was also reported that the recharge antenna got hot while recharging, and the patient had let it cool off. Event cause was not determined, and no outcome or troubleshooting/interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient¿s indications for use included non-malignant pain.